Event description:
It was reported that during a device replacement due to eri (elective replacement indicator), insulation wear on the lv (left ventricular) lead was noted. The lv lead was repaired with medical adhesive and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead implanted: (B)(6) 2009; 5554-45 lead implanted: (B)(6) 2005. (B)(4).